Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient developed discomfort in the perineum and drainage from the needle entry point. He was started on antibiotics and his symptoms improved. The patient's treatment was slightly delayed, the physician eventually proceeded with 28 fractions and there were no major issues. The patient then developed increasing discomfort again and drainage after the treatments were completed and had a CT scan consistent with an abscess posterior to the prostate and anterior to the rectal wall. The patient was treated with broad-spectrum antibiotics. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.